Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.